Manufacturer narrative:
(B)(4).

Event description:
The complaint states that inaccurate readings were reported. No product or data was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2022. The patient¿s cgm value is usually 30 -90 points higher than his bg value. On june 18, the patient¿s insulin pump was pulled out in the middle of the night. He was able to reinsert the pump and once connected, the pump displayed high (over 400 mg/dl). He performed a bg which was over 600 mg/dl as his glucometer does not provide a value over 600 mg/dl. He bolused himself with 45 units of insulin; however, he continued to feel ill, lethargic, and stiff. He went to the hospital and his bg upon admission to the hospital was 951 mg/dl. He was admitted to the ICU and it was presumed he was treated with insulin. At the time of the report, the patient¿s cgm displayed 290 mg/dl and his bg was 239 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid (post treatment). No additional patient or event information is available.

Manufacturer narrative:
(B)(4)